Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, a piece of the handheld camera broke off. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did not have further information but was in possession of the dislodged piece.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the handheld camera for failure analysis investigation. The instrument was analyzed and was found to have a broken cable connector. 2 out of the 4 legs of the connector were broken off. As a result of the damage, the adaptor was also found to be broken and the light guide adapter was completely dislodged from the connector. The light guide adapter was returned with the camera. Due to the damage, the qap (quality assurance procedure) could not be performed on the in-house system. Functional tests were not performed. A review of logs showed no errors found with 10 days of RMA create date. Additional observation(s) related to customer complaint: the camera was found to have a detached fragment. The detached fragment was the result of the broken cable connector. The missing piece was returned with the instrument. Additional observation(s) not reported by site: the camera was found to have delamination. The distal bend protection was found delaminated from the camera housing. The camera was found to have cosmetic damage on the camera housing. Both sides of the camera housing was found to have no labeling. As a result the label markings were illegible. The complaint was confirmed by failure analysis. The probable root cause is attributed to improper cleaning or sterilization techniques used in reprocessing that can result in damage. Applying excessive pressure while wiping down the fingers to clean the moisture or any residue can cause damage to the connector pad. Additionally, damage at the endoscope controller (ec) can also be transferred to the fingers when a damaged ec is connected to the connector, causing the fingers to bend.

Event description:
Refer to h11 for follow-up information.